Event description:
It was reported that during an angioplasty procedure, the balloon allegedly failed to inflate. It was further reported that the balloon successfully inflated outside the patient's body, but allegedly failed to deflate. Reportedly, another balloon was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one ultraverse rx pta dilatation catheter has returned for evaluation. On the visual evaluation of the device, it appeared to have saline residues and a kink was noted below the proximal end of the maker band. The balloon noted to be partially inflated and the inflation lumen noted to be fully inflated. Microscopic observation confirms the kink and the partially inflated balloon and fully inflated inflation lumen. On the functional evaluation of the device, the guide wire lumen was flushed, and an in-house guidewire was able to insert throughout the catheter without any issue. On further the balloon inflated using the in-house presto inflation device, however the balloon did not inflate, the more pressure was applied the to inflate the balloon, and it started to inflate slowly. Once the balloon maintained the pressure, multiple attempts made to deflate the balloon, but it was unsuccessful. Therefore, the investigation was confirmed for the reported inflation issue as the balloon required more pressure to inflate when tried to inflate with the inflation device. The investigation has also confirmed the reported deflation issue as once the balloon maintains the pressure, multiple attempts were made to deflate but it was unsuccessful. The investigation also confirms for the identified material deformation as the kink noted on the balloon inflation lumen proximally noted from the marker band on the device returned for evaluation. A definitive root cause for the alleged inflation, deflation issue, identified material deformation could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 10/2022), g3 h11: h6 (result, conclusion) h11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. See h10.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 10/2022).

Event description:
It was reported that during an angioplasty procedure, the balloon allegedly failed to inflate. It was further reported that the balloon successfully inflated outside the patient's body, but it failed to deflate. It was further reported that another balloon was used to complete the procedure. There was no reported patient injury.